Event description:
The account states that a patient sample yielded an abnormally low value for hemoglobin when using a cell-dyn 3200 sl analyzer and when retested a higher result was obtained. The initial test generated a hgb = 3.56 g/dl and hct = 39.1%. The operator noticed the mchc was also low, and the sample was repeated yielding a hgb = 12.5 g/dl and hct = 36.7%. The suspect results were not released from the lab, and no impact to patient management was reported.

Manufacturer narrative:
Investigation summary: the customer called the customer technical advocate (cta) to report a low hgb values generated using a cell-dyn 3200 sl analyzer. In 2006, one patient had the following results: rbc 4.20 m/ul, hgb 3.56 g/dl, hct 39.1%, mcv 93 fl. The customer repeated the specimen quickly, and the correct values were obtained. The repeated values were: rbc 3.94 m/ul, hgb 12.5 g/dl, hct 36.7%, mcv 93.3 fl. The customer checked the hgb syringe, and there was no visual problem. The mchc also showed an abnormally low value. The cta explained the maintenance procedures that could be done to help resolve the problem. It was suggested to clean the hgb syringe, the shear valve, the hgb flow cell, and the vent needle. The cta recommended cleaning the vent needle first then checking the data. The abnormal test value was not reported to the clinical side. There was no impact to the patient treatment. Resolution: service was dispatched and reviewed the data log to confirm the low values. It was suspected to be a bad valve #24. The field service representative exchanged valve 24, 51, 91, 94, 41, and 93. He roughly measured 30 samples and confirmed all normal data was obtained. Trending analysis: a review of complaint reports for the months of april, may, and june 2006 did not indicate an adverse trend for the cell-dyn 3200sl system. List number 04h60-01 for low hgb results due to worn valves. Labeling: the event is addressed in the cell-dyn 3200sl system operator's manual. Troubleshooting and diagnostics: troubleshooting procedures: troubleshooting imprecise or inaccurate data; page 10-27. Conclusion: the issue with low hemoglobin results was identified prior to reporting patient results. Service resolved the issue by replacing several valves and performing verification testing. There was no impact to patient management reported. This is the final report.